Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: unknown date.

Event description:
According to the available information, the package was incompletely packed.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On the pictures provided, we were able to see mdd product (with green retail box and mandrel with orange extremity) and MDR product (white and blue retail box, and mandrel composed with a mandrel composed of one polyester bristle). Both products are different but conformed to our specification which are involved. According to the information known quality database was checked and revealed one change control (B)(4). MDR-wave 2-folysil catheters closed on (B)(6) 2023. It will focus only on the new regulation MDR (B)(4). Alignment and includes the following changes to be aligned with MDR labelling requirements: removed stylet/introducer extremity for pediatric catheter aa61xx ch/fr 6,8 and 10 - aa63xx ch/fr 8 and 10 - ha61xx ch/fr 6,8 and 10 - aa71xx ch/fr 6,8 and 10

Event description:
According to the available information, the package was incompletely packed.